Manufacturer narrative:
Device evaluated by mfrpromus elite ous mr 24 x 2.50mm stent delivery system was returned for analysis inside a 6 french guidecatheter. The stent delivery system was returned inside a 6 french guidecatheter with the distal section of the device exposed distal to the tip of the guidecatheter. The exposed section of the hypotube exiting from the hub of the guidecatheter was kinked in multiple locations. A visual examination of the stent found evidence of damage. The proximal end of the stent was bunched distally, and the first distal strut row was flared slightly. The stent was moved slightly on the balloon. The crimped stent outer diameter was measured at manufacture. It is within maximum crimped stent profile measurement. The balloon was reviewed via scope, and no visible damage was noted. Red blood-like substance was visible inside the balloon. A visual and tactile examination of the hypotube found multiple kinks. Examination of the tip found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined and a tactile examination was performed. The wire-port was damaged and the inner and outer extrusions had a 5mm jagged tear which extended distally from the wire-port. An attempt to inflate the device identified liquid leaking out through the tip of the guidecatheter, consistent with a leak in the device inside the guidecatheter. The balloon did not inflate. A leak was identified at the port site. No other issues were identified during the product analysis.

Event description:
It was reported that stent insufficient apposition, balloon tear and stent dislodgment occurred, and removal difficulties were encountered. Vascular access was obtained via the right femoral artery. A 90% stenosed, 3x20mm, concentric, de novo target lesion was located in the non-tortuous and moderately calcified left circumflex artery. Pre-dilation was performed with a 2.5x12mm emerge balloon catheter, leaving 50% residual stenosis. A 24 x 2.50mm promus elite mr drug-eluting stent was advanced but had difficulty crossing the lesion. The stent balloon was partially inflated leading to partial dislodgment of the stent over the balloon and the stent was not fully deployed and well apposed. Upon removal, the balloon was partially deflated and had difficulty removing from the stent. Eventually, the entire system was completely removed from the patient's body. Furthermore, a shaft kinked/bent was noted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent insufficient appositon, balloon tear and stent dislodgment occurred, and removal difficulties were encountered. Vascular access was obtained via the right femoral artery. A 90% stenosed, 3x20mm, concentric, de novo target lesion was located in the non-tortuous and moderately calcified left circumflex artery. Pre-dilation was performed with a 2.5x12mm emerge balloon catheter, leaving 50% residual stenosis. A 24 x 2.50mm promus elite mr drug-eluting stent was advanced but had difficulty crossing the lesion. The stent balloon was partially inflated leading to partial dislodgment of the stent over the balloon and the stent was not fully deployed and well apposed. Upon removal, the balloon was partially deflated and had difficulty removing from the stent. Eventually, the entire system was completely removed from the patient's body. Furthermore, a shaft kinked/bent was noted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.